Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapter of the tubing sets were connected to unspecified clave prots of the primary tubing sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, the option-lok male adapters disconnected from the clave ports. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. (B) (4). (B) (4).